Event description:
It was reported approx 4 weeks post filter placement, the pt experienced an acute abdominal catastrophe. It was revealed the filter had migrated and perforated the vena cava which resulted in volvulus of the small bowel. Resectioning of the small bowel, repair of the anterior and posterior perforations, removal of the filter and closing of the venotomy followed. The pt's condition is good. This device has not been returned for eval, therefore, no failure analysis is available. To date, no further info regarding the circumstances of this event has become available. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Without further details about this event and without evaluating the device, co is unable to determine the cause for this event.